Event description:
It was reported that a (B)(6) female was implanted with an miniarc on (B)(6) 2012 to treat cystocele. Follow-up on (B)(6) 2012 reported painful vaginal granuloma, no stress incontinence, urge incontinence still present, pelvic pain, and dyspareunia. Follow-up on (B)(6) 2013 reported no vaginal granuloma, no stress incontinence, no urge incontinence and total voiding when the patient wakes up. Patient outcome was reported as "anterior wall stress incontinence corrected by graft use. Appearance of colpocele. Persisting pelvic pain and dyspareunia. The patient is poorly satisfied with the surgery."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.